Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to lack of sample. The cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center reporting the patient line became disconnected from the catheter. The tsr recommended the hp contact the registered nurse (rn). The hp stated that he did contact the rn. The tsr recommended the hp contact baxter and the rn if that occurred again. The hp contacted product surveillance on (B)(6) 2011 regarding the connection issue. The hp stated that he during his sleep the patient line became disconnected. The hp stated he contacted his peritoneal dialysis registered nurse (pdrn) first and she advised him to end therapy as he was in his 3rd cycle. The hp stated he went in the following day to see the pd rn. The hp resumed therapy on the cycler the following night without any problems. There was patient involvement but no reported injury.